Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) was damaged. Broken cables were identified with one life remaining. The mcs was exchanged. The procedure was completed with no reported injury.